Manufacturer narrative:
A complete lead was returned in one piece measuring 46.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pain at the incision site. The patient presented for explant procedure on (B)(6) 2019. During the procedure, the torque wrench screw was broken off inside the header. The system was explanted due to infection. The patient was stable.